Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex blue line ultra cuffed tracheostomy tube cuff lost pressure while in use on a patient for less than one month and had to be replaced. The device was tested prior to use. The event occurred in a long-term care tracheostomy/ventilator unit in (B)(6) 2016. No patient injury was reported. See MFR: 2183502-2016-02042 and 2183502-2016-02043.